Event description:
Abdominal surgery with placement of large drain through stab wound for drainage 10/17/96. Attempted drain removal after stitch removal. Tip of drain retained in abdomen 10/19/96. Hepuratomy for removal of retained drain tip 10/20/96.